Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem was confirmed. It was concluded that the cutters came into contact with the dura guard during use. This occurs when the cutter flutes load up with bone fragments and can no longer remove bone at the same rate due to lack of sufficient irrigation, so the user tends to apply more (excessive) force. The cutter deflects to the point where contact is made between the dura guard and the cutter, and fractures from impact with the dura guard. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report 3 of 4. Report received from USA stating that the device fractured while turning the flap on the pt during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event is unk. There is no add'l info available.